Manufacturer narrative:
Investigation: maquet cardiovascular received the device on 05/14/2010. Visual inspection revealed that the tri-heater assembly was detached from the jaw tip and was bent. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test during several device actuations. Based upon the functional test, the reported failure "device would not activate" is not confirmed. A lot history record review was performed and there was no nonconformance that could have caused the reported failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 would not activate. The hemopro kit was then changed to complete the procedure. There were no patient effects. The product was returned.